Event description:
A third party service agent contacted stryker to report that their customer's device main keyboard separated and was no longer operative. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The replaced main keyboard assembly was further evaluated by physio control. The reported issue of the main keypad separated from the pcb was verified and the contamination at the upper and bottom edge of the keypad was found. The cause of the reported issue is due to incorrect cleaning.

Manufacturer narrative:
The customer¿s biomedical engineer evaluated the device and replaced main keyboard assembly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device evaluated by the customer.

Event description:
A third party service agent contacted stryker to report that their customer's device main keyboard separated and was no longer operative. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.